Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. The unit ventilated was ¿vent inop¿ and first power-up. All transducers then passed calibrations and the unit operated without fault. It is likely the auto-zero solenoids are sticking. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer performed troubleshooting, but was unable to duplicate the reported issue. The customer reported there is no patient involvement associated with the event.